Event description:
The anvil on the i60 broke while closing on normal thickness gastric tissue. There were no instruments or other devices in the area to interfere with the i60 operation.

Manufacturer narrative:
The anvil of the i60 was found to be broken in confirmation of the events described (B) (4). A corrective action has been undertaken to address this issue.